Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. The patient was removed from the unit and switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The exhalation valve was cleaned to resolve the issue. No patient information to date after calls to customer (B)(6) 2023 and (B)(6) 2023. Unique identifier: (B)(4). Legal manufacturer: (B)(6).